Event description:
Acanthamoeba keratitis contracted in left eye. Experienced redness, severe pain in eye, tearing throughout the night. I wear soft contact lenses, which I immediately removed. Went to see eye doctor in 2007, who confirmed the diagnosis. Prescribed vigamox eye drops, which were administered five days later, along with another set of eye drops - don't have the bottle with me. The combination of the two drops cleared up the infection. Did a follow-up visit with the doctor the following day, who said that the bumps on the eye had disappeared almost wholly. I had been using, consistently up to this point, amo complete moistureplus. Multi-purpose contact lens solution, which has just been recalled. Dates of use: 2007. Diagnosis: clean & store contact lenses. Event abated after use: yes. Event reappeared after reintroduction: no.